Event description:
Same case as MFR#: 2134265-2011-05884, 2134265-2011-05887, 2134265-2011-05885, 2134265-2011-05956. It was reported that during a stenting treatment procedure, the patient expired. The target lesions were located in the right coronary artery and the left anterior descending artery. A 7fr mach1 vl4 guide catheter was advanced without issue in order to engage the target vessels. A dissection was identified in an unknown location of the aorta; however, the physician opted to continue the procedure. Four promus element stents, a 3.5x38mm, 3.5x24mm, 3.5x20mm and a 2.5x38mm, were implanted without issue in the lesions. Following deployment of the stents, the patient's blood pressure dropped and the dissection was noted to have enlarged. CPR was attempted by the physician; however, the patient ultimately expired. The physician felt the patient's death was related to the dissection. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).